Event description:
It was reported that the 9800 system would not boot up and gave an error message of "emergency stop button activated", then there was a burning smell. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray control, and generator interface boards were replaced. The cap module and column high voltage supply regulator during the service call. The system was tested and found to be working as intended and put back into service.